Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell three of four in peritoneal dialysis. The patient was connected at the time of the alarm. The patient stated there is fluid under the second bag. The patient stated the bag connection was not loose. The patient stated that they cannot if there was a leak in the bag due to the bag being empty. The technical support representative explained the alarm and helped the patient remove the cassette. The patient will setup with new supplies tonight. Proper procedures were reviewed with the patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.